Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, and perforation appear to be related to case circumstances of the procedure. Based on the reported information, during advancement the guidewire encountered resistance with the challenging anatomy resulting the reported difficulty to advance. Manipulation against resistance likely resulted in the reported perforation. The reported patient effect of perforation is listed in electronic instructions for use guide wire hi-torque proceed, as a known patient effect of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that during a lower extremity intervention, a hi-torque proceed met resistance during advancement and a small self limiting perforation was noted. No treatment was reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device is not expected to be returning for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.